Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected shutdowns occurred. In addition, the customer received multiple cartridge alarms (alarm 19) with multiple cartridges during the load process. Blood glucose level was 140 mg/dl. Multiple attempts were made to follow up with the customer; however, the customer did not provide any additional information.